Manufacturer narrative:
On 12/21/2018, additional information was made available through the device evaluation/investigation process. It was noted that the device was inspected and reddish material and a hole was observed in the pebax. This issue was not initially reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. However, at this point it is not possible to determine the root cause. The risk documents were reviewed and the potential root causes of this type of damage (hole in pebax) could be material degradation or an improper design, yet, the visual inspection performed did not demonstrate these as potential root causes. Furthermore, IFU states that the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged. This means the pebax was damaged during the procedure. The customer¿s reported complaints of force and visualization issues were confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The device evaluation has been completed. The device was inspected and reddish material and a hole was observed in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and force and visualization issues occurred. It was reported the catheter would shift and the force would become variable from 50 to 2 on the carto 3 system and smartablate. The catheter cable was replaced, and the issue remained. The catheter was replaced, and the issue resolved. No patient consequences were reported. The issues high force variations and visualization issues are not MDR reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During initial visual analysis on 11/26/2018, a hole was found on the surface of the pebax sleeve with reddish material in the pebax sleeve. A hole on the pebax is considered a reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction upon initial visual analysis on 11/26/2018 and has reassessed this complaint as reportable.